Event description:
Siderail would not latch in raised position. No injuries reported in this event.

Manufacturer narrative:
Determined to be caused by missing latch bolt. Were the condition to reoccur, it could result in serious injury.